Event description:
Patient reported right-side deflation. Device remains implanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Event description:
Healthcare professional confirmed the event of right-side deflation. The device has been explanted and replaced.

Manufacturer narrative:
Additional, changed, and/or corrected data: device evaluation: based on the device analysis grid, the assessments of the complaint are: ¿ deflation: observed an opening sharp assessed as unidentified (tear) opening (shell thickness was within specification). ¿ anxiety-product/procedure: unable to confirm as it is a medical event not related to the device. Additional observations: ¿ yellow particles observed inside of the shell. No further actions are required as the device was implanted.

Manufacturer narrative:
Additional, changed, and/or corrected data: d6a.

Event description:
Patient reported right-side deflation. Device remains implanted.

Event description:
Healthcare professional confirmed, the event of right side deflation. The device has been explanted and replaced.